Event description:
After approximately 18 months of implant, this device could not be interrogated. This device was replaced. There is no information about the associated rv lead at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The returned ICD was visually inspected upon receipt, and signs of abrasion were found at the housing. No other anomalies were present. The clinical observation was confirmed during the initial interrogation; the device could not be interrogated. In a next step, the ICD was opened, and the internal structure was examined. In the process, a defective protective capacitor on the electronic module could be determined as cause of the clinical observation. Due to this damage to the module, the ICD could no longer be interrogated. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. It can therefore be assumed that the detected cause of the clinical observation only happened after shipment of the device. Based on the analysis results, it is, however, not possible to make a statement regarding the origin of the damage. In summary, a damaged protective capacitor was identified as cause of the clinical observation during the analysis of the ICD.